Event description:
It was reported that the right atrial (ra) lead exhibited low pacing impedances due to insulation breach. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01 implantable pulse generator (ipg) 2008-(B)(6); imd49b52 implantable pacing lead 2000-(B)(6), (B)(4).